Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels since beginning use of the pump. The contact declined to provide any information and declined troubleshooting with tandem technical support.